Manufacturer narrative:
The pump alarmed button error followed by intermittent buttons due to corroded keypad traces. The device was received with cracked case at display window corners. The pump was received with minor scratched lcd window. The pump was received with broken belt clip slot. The device was received with stained end cap sticker.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 516mg/dl. The customer treated high levels with manual injection. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.